Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the cause of peritonitis was due to constipation. The same day as event onset, the patient was treated with vancomycin injection (discontinued after 12 days, 1gm after fifth day (route and not reported), amikacin injection (discontinued after 12 days, 250mg once a day, route not reported) and fortum injection (discontinued after 12 days, 1 gm daily, route not reported) for the event. At the time of this report, the patient was recovered from the peritonitis event. Based on additional information received, that the peritonitis was caused by constipation, the pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.